Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and received no delivery alarm. The customer's blood glucose was over 600 mg/dl at the time of incident. Customer reports alarm did not occur during manual prime. Customer treated with insulin pump. Customer reports event was resolved by changing complete set. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. Customer declined to troubleshoot. The device will not be returned for analysis.